Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 15, or 20, or 38, or 75, or 59 mg/dl (daughter's compact plus (B)(4)) 120- or 140- mg/dl (mother's compact plus (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus (B)(4).